Event description:
The manufacturer received information alleging a low circuit leak alarm continually occurred despite changing the mask and circuit. The device had an anomaly in leak measurement when comparing the new device and the current device. The device was switched out. No patient harm was reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed in the error log. A repair test was carried out which resulted in fail. The device's sensor board was replaced to address the issue. Additionally, during evaluation the screen went completely dark, but still provided flow. The error log was checked but there was no recorded error that showed an anomaly in the device. The lcd was replaced, and it was ensured that the phenomenon was resolved.